Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an induction test, there was no tachy detection and therapy was found to be off. The new attempt with therapy programmed on was successful. Technical services reviewed the log files. It was noted that the therapy was off due to the user selecting the "charge abort" button to stop a commanded shock. However, this button permanently disables therapy. There is an abort button within the induction interface that would have temporarily disabled therapy. The device operated as designed and programmed; the event was due to user confusion over two similar buttons on the programmer. No adverse patient effects were reported.